Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir leak. Customer stated the reservoir was leaking during normal insulin pump use. The customer stated the issue occurred with different batches of reservoirs. The customer also reported insulin was present in the insulin pump. The customer's blood glucose was unknown. Customer declined to return the insulin pump for analysis.